Event description:
A malfunction alarm was reported, coded as malf 3, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was advised on how to put the pump into storage mode before returning it and was provided with a pre-paid label for returning the faulty pump within 10 days. The shipping address was confirmed.